Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be confirmed or duplicated. Investigation revealed that the bolus button cover was missing; the bolus button was functioning appropriately. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. Investigation revealed a pcb failure.

Event description:
The reporter stated that after the battery was changed on the pump, the patient was unable to use any of the keypad buttons to advance to another screen after the rewind step. The reporter indicated that the patient wears the pump attached to a belt and does not clean the pump.